Manufacturer narrative:
Follow up report will be submitted if the product is returned for evaluation.

Event description:
The customer reported the unit of measure in their locked freestyle meter had changed from mg/dl to mmol/l. There was no report of death, serious injury or mistreatment.